Event description:
The customer had a recurring issue of multiple questionable ion selective electrode (ise) results since (B)(6) 2014. The issue has not been observed for several months bur recurred on (B)(6) 2015 with one patient sample. Of the data provided, only the results for sodium and chloride were discrepant. The initial sodium result was 120 mmol/l and initial chloride result was 127 mmol/l. These results were reported outside the laboratory. The sample was repeated on the same analyzer and the sodium result was 141 mmol/l and the chloride result was 105 mmol/l. The sample was also repeated on an integra 400 analyzer with a sodium result of 138 mmol/l and a chloride result of 106 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The sodium electrode lot number was f41 with an expiration date of 11/30/2015. The chloride electrode lot number was t70 with an expiration date of 12/31/2015. The customer noticed the issues seemed to occur after the analyzer has been idle. The field service representative checked the system and could not find a cause. He ran a precision check and ise check which passed. The customer ran qc which was okay. A specific root cause could not be identified. The investigation found the chloride results recovered in the opposite direction upon repeat testing than the sodium or potassium results. Possible causes for this phenomenon include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.